Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pocket site pain again after a previous revision (MFR report # 3006630150-2013-01392). The patient's stimulator was also noted to be surging and shutting off on its own, and the patient had extended charging time. The patient underwent a revision procedure wherein the battery was replaced and was relocated. The patient was doing well postoperatively.